Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert notification (B)(6) 2015 and presented to the clinic. It was found that the device was at eri and required replacement. No intervention was performed at the time. In (B)(6) 2015, the patient continued to receive vibratory alert every 10 hours. The alert notification could not be turned off, and as a result patient felt unpleasant and unwell. The device was then explanted and replaced and will not be returned for analysis. Patient retained the device.